Manufacturer narrative:
Upon investigation of this incident, the technical support specialist mentioned that the customer resolved the issue by powering on the cabinet with power button located underneath the monitor. The system functioned as intended after the customer resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank cabinet was off. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.